Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was fractured approximately 15.0 cm from the proximal end, the pusher assembly was kinked approximately 77.0 cm from the distal tip, and the coil was detached from the pusher assembly. Conclusion: the complaint has been evaluated. The complaint indicated the pc400 coil's pusher wire was kinked while being removed from the packaging hoop. Evaluation of the returned product revealed that the pusher assembly was fractured and kinked. This type of damage typically occurs from improper handling of the device during the removal from the packaging. If force is applied on the pusher while maneuvering the device at an angle, it is likely that damage such as this may occur. The fracture in the pusher assembly resulted in the coil detaching from the pusher. The pet lock was intact on the proximal end of the pusher assembly; this indicated that there was no attempt to detach the coil. These devices are 100% functionally tested and visually inspected during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra coil 400 (pc400) coils. While removing a pc400 coil from the packaging, the pusher wire was found kinked and was not used.